Manufacturer narrative:
The pump was returned and analysis identified residue and wearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pump had stalled. No symptoms were reported and the plan was to explant the pump on (B)(6) 2019. The issue was not resolved at the time of the report. The patient's status was noted as alive-no injury. The pump would be returned to the manufacturer for analysis. No further complications were anticipated/reported.